Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer initially struggled to load the cartridge onto the pump but was able to resolve the issue independently by loading a new cartridge before contacting technical support. The customer expressed concern about the issue recurring, and technical support advised them to call back if it happened again for further troubleshooting. The case was then closed.